Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined once runs out the drug, they will get a label but today not printing out for them. The technical support specialist logged into the server and confirmed that stock out will be printing at 80% and confirmed with customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had not getting stock out label. The customer reported that normally once runs out the drug, they will get a label but today not printing out for them and there was a delay in patient care. There were no adverse events or injuries reported based on this event.